Manufacturer narrative:
Additional information b5: the following information was inadvertently omitted from the initial MDR: it was reported that medical material and bedlinen were contaminated; however, health care workers had appropriate personal protective equipment (ppe). The chemotherapy medication being used during the event is citaribin (ara-cell). Additional information: d4 - lot#: plots; d4 - catalog no: 011-mc9077 h10: the device, involved in the event, was received for further evaluation on 7/8/2019. The reported complaint of a stick down and chemo leak was confirmed on the used 011-mc9077 transfer set returned for investigation. The transfer set was returned with the silicone seal of the y-clave stuck down. Subsequent, disassembly of the y-claves revealed that there was insufficient lubricant on the spike and inside the seal. The probable cause of the stick down is insufficient lubricant applied during automated assembly. A device history review of the reported possible lots, 3810454, 3743894 & 3811481, showed no relevant non-conformances that could have contributed to the reported event.

Manufacturer narrative:
The device involved in the event is expected to be returned for further investigation; however, it has not yet been received. The device was reported as either 011-mc9042 or 011-mc9077 with the following possible lot numbers: 3810454, 3743894 and 3811481. Due to there being an unidentified list and/or lot number, manufacturing and expiry dates are also unknown at this time. As additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that, on an unknown date, the device involved in the event experienced a leak of an unspecified chemotherapy medication during patient use. Although there was unprotected chemo exposure, there was no report of medical or surgical intervention and no adverse operator consequences. No additional information is known at this time.